Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 275 mg/dl.